Manufacturer narrative:
Conclusion: the needle was broken above at the swage area and there were severely marks on the edge of the barrel. The needle had a correct swage. Also, the needle was bent. This condition was likely caused by use of the needle holder. The sample condition suggests an improper handling of the needle/suture. This defect cannot be attributed to the manufacturing process.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. While suturing the subdermal skin in the hip joint, the needle broke at the swage. The needle piece was removed from the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 08/07/2013.additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.